Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 failed and would not open so that narcotic medication pulled in error could be returned. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that drawer 5 full-height cubie had failed due to the drawer being unplugged. The field service engineer (fse) reseated the pyxibus cable into the pyibus module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.